Event description:
Opened two of v-loc 3-0, ref: vlocm0604, lot:a2g0600vy and one of vloc 3-0, ref: vlocm0604, lot: a3k2397vy in the surgical field. During the surgical procedure two out of the three needles popped off/ fell off of suture thread while the surgeon was using it.